Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation procedure physician noticed a small piece of what he thinks could potentially be plastic on the patients cornea. He was concerned at the time that it appears like it could be a piece of plastic of the lens injector. He has inspected the injector under the microscope and thought there was possibly an area of suspicion but was unsure.he flushed area, was unable to remove foreign body but does not believe will cause issue. Additional information was requested.

Manufacturer narrative:
The device was returned loose in a plastic tray. The plunger lock and lens stop were removed. The plunger was oriented correctly. Small amount of viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip was bent backward. This damage may have occurred during transit as the device was unsecured in the tray. No other damage was observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No internal damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported foreign body on the patient¿s cornea cannot be determined. The material was not returned. A root cause cannot be determined without physical examination of the reported material. The only damage observed to the device was to the nozzle tip. The end of the tip was bent backward upon return as if pressed against a hard surface. This damage may have occurred during transit as the device was unsecured in a plastic tray. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The IFU (instruction for use) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).